Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported downstream occlusion alarm at 2.39 psi which was reproduced. A review of the event history log identified downstream occlusion messages. The cause was determined to be failed force sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm at 2.39 pounds per square inch (psi). The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.